Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device had been overdischarge for the past 4-5 months. The manufacturer representative met with the patient to perform a physician mode recharge (pmr) and they were sent home to charge to 100%. The next day the patient felt an overstimulation sensation. They met with the manufacturer representative again and the power on reset (por)was cleared and the overstimulation was resolved using the clinician programmer.